Event description:
It was reported that there was a lead bent out of the packaging. It was noted that it was not implanted and was replaced. The issue was resolved. There were no patient symptoms or complications associated with the event. It was further reported that the bend in question was the one about 3 cm from the distal tip. It was noted that any other bend was caused by the reporter.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.